Event description:
Caller states the pt tested 3.8 inr and 2.4 inr during duplicate testing on the coaguchek system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.